Event description:
It was reported that the right ventricular lead impedance increased the day after implant and was high. The patient was sent home and the home health care nurse called to say the patient was having palpitations. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.